Event description:
It was reported the blanket was leaking onto the patient. No adverse consequences were reported.

Manufacturer narrative:
It was originally reported the malfunction occurred with the device but upon investigation it was determined there was no malfunction of the altrix unit and the issue was with the blanket. Product information in section d as well as h codes updated to reflect investigation results. H3 other text : device not accessible for testing.

Event description:
It was reported the blanket was leaking onto the patient. No adverse consequences were reported.